Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that the pacemaker and right atrial (ra) lead exhibited oversensing of noise that led to pacing inhibition. A revision procedure was performed where the ra lead was surgically abandoned and when the new ra lead was inserted into this pacemaker, noise was also seen. Subsequently the pacemaker was also explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.